Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the returned device revealed lifted hybrid bond wires.

Event description:
It was reported that the device had total loss of function after last follow up showed remaining longevity of seven months. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had total loss of function after last follow up showed remaining longevity of seven months. Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).